Manufacturer narrative:
Additional information: b5 - it was reported at a later date that the patient developed cataracts. Lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault was observed, lens remains implanted. Device ( lens too small) was reported to be the cause of this event. The reporter stated " lens is too close to natural lens not sitting correctly." Lens exchange is planned but not yet taken place. If additional information is received a supplemental medwatch report will be submitted.